Manufacturer narrative:
This report is being submitted to relay additional information. H6: method code was updated to 10, 3331 and 4109. H6: results code was updated to 180. H6: conclusions code was updated to 4307. The reported device was received for evaluation. The reported condition of insertion tool stuck in implant was confirmed. Visual evaluation of the returned devices identified signs of use and dried blood and bone on the implant threads. Functional testing was performed on the returned devices and it was determined they failed functional testing and could not be disengaged. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided/unknown. Patient weight is not provided/unknown. Initial reporter¿s title first name last name and email address are not provided/unknown. Additional 510(k) number is k011245 and k002188.

Event description:
Doctor indicated that during the surgery, the insertion tool was stuck in the spwb8 implant. Doctor used another tool and another implant in stock to complete the procedure. Tooth location # 3.